Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge field service territory manager (stm) was dispatched to the customer's site to investigate the reported issue. The stm powered up the unit and was able to perform an autofill without any errors or issues. The stm switched to the original tank which was full and was able to perform an autofill without any issues. The stm confirmed the customer's test fiber optic catheter also did not have any autofill issues. However, the stm did find the speaker volume to be very low. The stm could not adjust the speakers volume. The unit will require a new main board. The part was installed and calibrated. The iabp unit was cleared for clinical use.

Event description:
It was reported that during patient use, the cs300 intra-aortic balloon pump (iabp) shutdown two times in the last hour. The iabp had a blank screen and an autofill failure. The customer unplugged and re-plugged the unit. The unit would pump for about 30 minutes and shutdown. The customer stated that the ac power outlet is active. The unit is currently pumping 1:1. The getinge representative advised the customer to check the battery icon, displayed on the iabp monitor. However there was no issue. The customer was advised to switch the unit for a backup iabp. The customer has a cardiosave, which they needed for assistance with the switch over. The getinge representative guided the customer during the switch over to the cardiosave. No issues a raised while switching the unit. The patient was supported 1:1. No adverse event was reported.